Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user received error 41. She restarted three times and her battery is at 90%. When restarting, she immediately receives error 41. There was no information regarding any adverse event provided as a result of this event.